Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unspecified reason. All the components were removed and replaced with a new aus system. No information about the patient's outcome was provided. Additional information received. Previous device, implanted on 2001, was removed due to the balloon had a hole. The patient presented recurring incontinence. The patient had a good outcome with no further complications.

Manufacturer narrative:
E1: initial reporter facility name included. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to recurring incontinence. Previous device, implanted on 2001, was removed due to the balloon had a hole. All the components were removed and replaced with a new aus system. The patient had a good outcome with no further complications.